Event description:
It was reported that bd precisionglide¿ needle is leaking anesthesia into the patient's mouth. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: cat no: 305136, batch no.: unknown. It was reported the anesthesia is leaking into the patients mouth. Verbatim: anesthesia is leaking into the patients mouth. Reporter states that product is leaking at the connection. This has been an ongoing issue.

Manufacturer narrative:
Investigation: 5 samples were received. They came with the plastic shield. Inside the plastic shield there are droplets of a solution. Each of them was connected to a saline syringe. The solution was expelled with no leakage noted. Failure mode could not be duplicated in the returned samples. Root cause for the customer's reported failure mode is undetermined. A device history record review could not be completed as no batch number was provided.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd precisionglide¿ needle is leaking anesthesia into the patient's mouth. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: cat no: 305136 batch no.: unknown it was reported the anesthesia is leaking into the patients mouth. Verbatim: anesthesia is leaking into the patients mouth. Reporter states that product is leaking at the connection. This has been an ongoing issue.